Event description:
Adverse event(s): "no patient injury was reported" (no consequences or impact to patient). Product problem(s): "the system shut down" (loss of power); "the gas tank ran out" (medical gas supply problem). The facility biomedical engineer reported the system shut down. The biomedical engineer also reported the gas tank ran out again. Additional information received from the customer stated the system shut down occurred after the case was completed. The patient had already left the operating room. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The event log did not indicate any shut downs. The system was checked for sf6 and c3f8 gas leaks. No gas leaks were found. The system was then tested and met all product specifications. A review of complaints for the last 24 months did indicate one additional, related report for this system. (B) (4). (B) (4). (B) (4).